Event description:
It was reported the patient about a year ago "had bad back and buttock pain going down the back of my thighs and they did a CT showing some mild disc bulging but nothing big." This was in (B)(6) 2013. The patient had a CT myelogram the day before the report and "when I looked at it I could actually see where the myelogram guy went past the l5 f1 region and when I talked to the surgeon who ordered it he said that what is most likely causing it is that I¿ve developed arachnoiditis over time because of the sediments building up with the pump, and that my discs and everything looked good." The patient questioned if the was ¿common¿ and stated ¿there was nothing that was obstructing it other than that the surgeon said that it was arachnoiditis.¿ per the patient "they didn¿t go high enough to look at the actual catheter, they were just in my lumbar spine and I think the tip of my catheter in my lumbar spine." Pt says that the hcp wants to take the pump out, "which is ok because I have been on very little over the past few years and my stimulator is controlling my pain." The patient spoke with the hcp whom she knows, and "he basically controlling my pain" and "he basically said usually it may start with a granuloma and he asked me if they looked at the tip of the catheter and he said maybe the granuloma set off arachnoiditis." The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l51804, implanted: (B)(6) 1998, product type catheter. (B)(4).